Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and menometrorrhagia ('menometrorrhagia') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus, multi gravida and parity 2. On (B)(6) 2016 the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criterion medically significant), alopecia ("hair los") and skin disorder ("skin problems"). The patient was treated with levonorgestrel (mirena) and surgery (essure removal by laparoscopy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea, menometrorrhagia, alopecia and skin disorder outcome was unknown. The reporter provided no causality assessment for alopecia, dysmenorrhoea, menometrorrhagia and skin disorder with essure. The reporter commented: essure removal was performed at the patient request diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2020: quality-safety evaluation of ptc. We received a complaint sample in this case. A technical investigation was conducted, including a batch review, a review of our complaint records and other relevant data ; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and menometrorrhagia ('menometrorrhagia') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus, multi gravida and multiparous. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criterion medically significant), alopecia ("hair los") and skin disorder ("skin problems"). The patient was treated with levonorgestrel (mirena) and surgery (essure removal by laparoscopy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea, menometrorrhagia, alopecia and skin disorder outcome was unknown. The reporter provided no causality assessment for alopecia, dysmenorrhoea, menometrorrhagia and skin disorder with essure. The reporter commented: essure removal was performed at the patient request diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.